Manufacturer narrative:
The event date was requested but no response was received; therefore, the event date reflects the date of the article. Device lot number was requested, but remains unknown. Patient information was requested from the physician; however, no information was received.

Event description:
A review was performed of an online article published in the archives of plastic surgery titled, "periareolar augmentation mastopexy with interlocking gore-tex suture, retrospective review of 50 consecutive patients". Per the article: background: periareolar augmentation mastopexy is one of the most challenging operations in plastic surgery. Problems with scar quality, areolar widening, and distortion are frequent problems that interfere with a predictable result. The article reported that a retrospective review was performed on fifty consecutive patients who underwent a periareolar augmentation mastopexy with the interlocking approach. The results of the study indicated that two patients developed infected gore-tex sutures which required removal under local anesthesia.

Manufacturer narrative:
Franco article (1).pdf.